Event description:
It was reported that there was an onset of lots of oversensing and impedance rise. It was also reported that the patient experienced an alert. The lead was reprogrammed and remains in use. It was reported that there was a question related to a possible grommet issue with the implantable cardioverter defibrillator (ICD) device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.